Event description:
According to the customer's info, the jaw part broke while the instrument was inside the pt's body. The fractured part was able to be completely retrieved. No pt injury occurred as a result of that. When sending back this instrument, the second jaw part broke in transport and was loosely inside the package.